Event description:
Additional information received on 06/23/2026 for mw5188828 to update manufacturer name.

Event description:
Have had several occurrences of pooling bag tubing being unable to drain 5g/50ml vials of ivig.